Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump battery could not be charged. Customer declined to complete the system check, so no additional information is available. Customer¿s blood glucose level was 244 mg/dl.